Event description:
It was reported to boston scientific corporation that a 10mmx60 mm wallflex biliary fully covered stent was used in the common bile duct (cbd) during a stent-in-stent procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat an obstruction in a previously implanted cook metal stent. The stent had been implanted to treat a malignant stricture due to pancreatic cancer. Reportedly, the patient anatomy was tortuous. During the procedure, the physician released the stent to just before the limit marker but noted that the device was distal to the target location. The physician attempted to reconstrained the stent; however, the stent was unable to be reconstrained completely. The partially deployed stent was removed from the patient. A 10mmx40mm wallflex biliary fully covered stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) for the reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal handle had been retracted past the reconstrainment limit marker on the stainless steel handle. The stent was fully deployed, was returned and no issues were noted with its profile. A bend was noted in the stainless steel shaft and the clear outer sheath was kinked. During analysis a resistance was met when an attempt was made to move the outer sheath distally but it was possible to. The resistance was possibly due to the bend in the stainless steel shaft and the outer sheath kinks. The shaft was dissected proximal to the guidewire access port and the inner lumen was withdrawn. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.  The investigation concluded that this complaint confirmed through complaint investigation that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Therefore, the most probable root cause classification for the reported failure is user / use error.

Event description:
It was reported to boston scientific corporation that a 10mmx60 mm wallflex biliary fully covered stent was used in the common bile duct (cbd) during a stent-in-stent procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat an obstruction in a previously implanted cook metal stent. The stent had been implanted to treat a malignant stricture due to pancreatic cancer. Reportedly, the patient anatomy was tortuous. During the procedure, the physician released the stent to just before the limit marker but noted that the device was distal to the target location. The physician attempted to reconstrained the stent; however, the stent was unable to be reconstrained completely. The partially deployed stent was removed from the patient. A 10mmx40mm wallflex biliary fully covered stent was used to complete the procedure. There were no patient complications reported as a result of this event.